Event description:
Upon removing the screw guide pins, before locking the screw, the locking caps (2) loosened and fell into the wound. This resulted in increased surgical time of approx 5 minutes as the surgeon was forced to search for, retrieve and re-implant the screw head. The screw was left implanted without the locking portion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.